Event description:
It was reported that the catheter kicked-back upon coil packing, and the coil broke upon removal. This patient was receiving embolization treatment for bleeding in the gastric artery. During the procedure, a 3 mm embold fibered coil delivered then the rest was filled in with this 45cm embold packing coil. The coil was advanced easily into the artery, but during packing, the coil pushed the microcatheter out of the vessel. The coil was attempted to be retracted, but the coil unraveled/stretched and was unable to be pulled all the way back into the microcatheter and eventually broke. The coil was partially explanted, and a portion still remains inside the patient. There were no patient complications as a result of this event.

Event description:
It was reported that the catheter kicked-back upon coil packing, and the coil broke upon removal. This patient was receiving embolization treatment for bleeding in the gastric artery. During the procedure, a 3 mm embold fibered coil delivered then the rest was filled in with this 45cm embold packing coil. The coil was advanced easily into the artery, but during packing, the coil pushed the microcatheter out of the vessel. The coil was attempted to be retracted, but the coil unraveled/stretched and was unable to be pulled all the way back into the microcatheter and eventually broke. The coil was partially explanted, and a portion still remains inside the patient. There were no patient complications as a result of this event. Additional information indicated that a snare was attempted to be used to remove the portion that remained inside the patient, and it ended up pushing coil into parent vessel.